Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0004089274. Medical device expiration date: na. Device manufacture date: 2019-05-25. Medical device lot #: 0004089268. Medical device expiration date: na. Device manufacture date: 2019-05-17. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that female luer adapter, with wings was damaged. The following information was provided by the initial reporter: material no: 1024-078-043 batch no: 0004089274, 0004089268. It was reported cracking at unknown location on product. Customer email (B)(6) 2020: now, what I do know is that we had a bubble issue on this part and clearly notified the customer of the issue and had them sign a waiver accepting the product, but we need to understand what is causing the ¿crack¿ and was this in fact the result of the ¿bubble¿.

Event description:
It was reported that female luer adapter, with wings was damaged. The following information was provided by the initial reporter: material no: 1024-078-043 batch no: 0004089274, 0004089268 it was reported cracking at unknown location on product. Customer email 09 sep 2020: now, what I do know is that we had a bubble issue on this part and clearly notified the customer of the issue and had them sign a waiver accepting the product, but we need to understand what is causing the ¿crack¿ and was this in fact the result of the ¿bubble¿.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10/20/2020. Investigation conclusion 2 samples of the model 1024-078-043 were received in vernon hills on oct 20th, 2020. The samples were reviewed, and during visual inspection it was observed damage in the samples. Since the reported model is supplier related, a manufacturing information was requested, the supplier conducted a DHR review and no issues were found during the manufacturing of the reported lots regarding to the damage and it was manufactured according with supplier internal procedure, since the mold was transferred and no issues were found during manufacturing the root cause could not be determinate.